Manufacturer narrative:
Patient identifier: replace (B)(6) to none. Patient demographics, relevant tests, and other history: update ni to n/a. Event: there was no patient involvement. Concomitant therapy date(s): update entry to n/a and n/a. Occupation: replace consumer with healthcare professional. Patient codes: replace 2199 with 2645. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection was performed, and it was noted that the pull ring cap detached from the catheter luer lock adapter. The reported issue was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap of a minicap transfer set was ¿detached¿ from the minicap connection port. This was observed prior to patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.